Event description:
Additional information received indicated the following: 1. Was the cement manufactured by depuy? If yes, please provide the quantity, product and lot numbers. No, palacos cement was used in the previous operation. 2. It was mentioned in the event description that the patient had a revision of her right knee by mr (B)(6) at the (B)(6) hospital on the (B)(6) 2019. Did this revision involve explantation of depuy products? If so, was this revision reported? (If this revision has been previously reported please provide the pc # if known). No, it was a competitor knee replacement that was revised. 3. It was indicated that loosening was due to infection. Can you please advise the loosening component/s and loosening interface? The femoral and tibial components were loose at the bone cement interface around the distal femur and proximal tibia, there was also some loosening around the femoral sleeve. 4. Was surgery time extended? If yes, what was the duration of the delay? As this was a revision procedure there was no extension to the surgical time.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to treat pain, swelling, inflammation and loss of function due to loosening secondary to infection. Doi: (B)(6) 2019, dor: (B)(6) 2021, right knee.